Manufacturer narrative:
Other: d4 UDI:(B)(4). One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The ventilator is alarming high pressure led with minimum flow, without occluding the patient outlet. The root cause is a faulty high pressure switch. This will be replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. G2 email is: (B)(4).

Manufacturer narrative:
D3, g1,2 email is: (B)(4).

Event description:
Additional information received via email. The event occurred during biomed testing on jan 2023. No patient injury.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming high pressure even with no pressure. Patient involvement unknown.